Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient's ins was moving closer to the surface of the skin as a result of weight loss. It was noted that the ins was initially implanted deeper in the pocket, and then it became too shallow. A revision surgery was performed on (B)(6) 2017 to address the issue and the patient made a complete recovery. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were in pain because of the implant migration and the problem had started in (B)(6) 2016.